Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a failed downstream occlusion (dso) sensor seal, and the error was confirmed in the ehl. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso bezel, and dso seal, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed downstream occlusion (dso) testing, and the dso sensor seal was damaged. Additionally, the pump displayed "cassette not attached error." This occurred during testing, and there was no patient involvement.